Event description:
The customer reported power issues with this device. The hospital biomed reported that he evaluated the device and it failed to power up.

Manufacturer narrative:
The customer reported power issues with this device. The hospital biomed reported that he evaluated the device and it failed to power up. The power pca was replaced and resolved the reported issue.